Event description:
Customer reported that the screen on their pump was cracked and unresponsive there was no adverse impact to the customer's blood glucose level. A replacement pump was issued to the customer.